Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic gel pad began leaking from the tube. They were informed that someone from their nicu department had previously contacted customer service and was advised to return the defective product in exchange for a replacement. They currently have the defective item ready to send back and would appreciate the guidance on the next steps for returning it. The lot number for the defective product was #ngks4662.